Event description:
The customer reported while reloading the set into the pump module, the set broke below the upper fitment; the pump module alarmed during an infusion of heparin. The pump module was removed from the system, replaced with a new pump module and while the user reloaded the tubing, the user noticed it was wet and broken below the upper fitment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer. Manufacturer's report number: 9616066-2014-00804. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.